Event description:
The amo recall on complete moisture plus product has a list of lot numbers that I believe need to be expanded. I have been using a bottle of complete moisture plus solution that has caused all of the symptoms noted with the recall. I have experienced redness, pain, sensitivity to light, blurry vision, swelling, discharge and a bump. I called the amo recall line for this product and after they didn't mention my lot #, there weren't any other options. After wearing contacts for 6 years, and never having any problems, I am sure this is due to the contact solution that was purchased at a target. Dates of use: thirty eight days in 2007. Diagnosis or reason for use: contact solution.